Event description:
It was reported that the device had keypad failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad failure. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01 annex c: c0201 annex d: d02 investigation summary: field technician stated issue of keypad failure was confirmed. On 22-july-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu failed keypad testing. Internal investigation revealed hole in the keypad ribbon cable. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace lvp keypad (tc10012675). Failure investigation report attached to qn in sap.